Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The conclusion was that that the expiratory channel printed circuit board pcb was found defective and replaced. Due to lack of device logs and no parts returned for investigation, we have not be able to establish the root cause in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).